Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultramini meter kit was missing the lancing device. The pt reports that she takes insulin and self-adjusts the dose. In response to the issue, the pt stated she "increased" her medications. The pt reportedly developed symptoms of frequent urination, fatigue, and thirst 1 week after discovering that the lancing device was missing. During the same month, the pt obtained a "265 mg/dl" on the doctor's meter and was advised to increase her humalog dosages. No other forms of treatment were reported. This complaint is being reported because the pt allegedly developed hyperglycemic symptoms 1 week after discovering that the lancing device was missing from her meter kit. Replacement products were still sent to the pt.